Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's abutment was removed due to infection at the abutment site and infection has continued post removal.

Manufacturer narrative:
It was reported that the patient experienced an infection from an abscess that resulted after removal of baha abutment. Subsequently the patient was treated with antibiotics (date and duration not reported).